Manufacturer narrative:
The fse (field service engineer) stated that while handling the cap piercer assembly, he tried to shut down the instrument with the cap piercer covers removed and the cap piercer moved up to the home position and his left hand middle finger got caught between the sensor flag and the upper part of the assembly causing his finger to get punctured. The fse went to the emergency room where he received first aid treatment (band aid), a tetanus shot, and preventative (B)(6) screening for his injury and returned to work the following day. The cap piercer replacement was completed by a different fse. The cause of this event is attributed to use error. (B)(4).

Event description:
A beckman coulter fse (field service engineer) was injured/punctured his finger when replacing a cap piercer during a service visit on a customer¿s dxc 600 pro instrument. The fse notified his supervisor and went to the emergency room where he received first aid treatment (band aid), a tetanus shot, and preventative (B)(6) screening for his injury. The fse was not admitted to the hospital and returned to work the following day.